Event description:
A customer reported patient received coolsculpting elite treatment to the abdomen with a surface 150 applicator and was presented with paradoxical hyperplasia in upper and lower abdomen, 4 months post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A healthcare professional reported patient received coolsculpting elite treatment on (B)(6) 2025 to the abdomen and on (B)(6) 2025 to the flanks with a surface 150 applicator, curve 150 applicator and curve 120 applicator. Patient was presented with paradoxical hyperplasia (ph) to the flanks and 6 months post treatment on the upper and lower abdomen.

Manufacturer narrative:
Additional information: b5, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported patient received coolsculpting elite treatment to the abdomen with a surface 150 applicator and the patient indicate treatment to the flanks (at the same time). The provider presented with paradoxical hyperplasia (ph) upper and lower abdomen and the patient indicate ph in the flanks, 4 months post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that a patient received coolsculpting elite treatment on (B)(6) 2025 to the abdomen and on (B)(6) 2025 to the flanks with a surface 150, curve 150 and curve 120 applicators and was presented with paradoxical hyperplasia (ph) on the upper abdomen, lower abdomen, and flanks.